Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the unit was stuffed with dust, and cleaning was performed. The software version was outdated, and upgrading to the 4.10 version was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center encountered a connectivity issue and had no image. The problem was found during preparation for use before a diagnostic procedure (colonoscopy). There was no delay, and the patient was not under sedation. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.